Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 570.6200 was identified during the customer call. Try to remote customer laptop but restricted and advise customer to try the same on other 8300 module and it was successful done with the pm test. And advise customer to do the same on the other module that showing the error as same what is done the other module. It resolved the issue and also advise customer to get the flow meter and customer acknowledge. Case was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had been showing error 570.6200. There was no patient involvement.